Manufacturer narrative:
Manufacturing date corrected from march 14, 2017 to march 13, 2017. Batch record has been reviewed. All required specifications were met and documented within the batch record. There were no discrepancies noted in the batch record. All sterilization results were received and satisfactory. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event information has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional information has been received to date. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that the end user started using aquacel ag extra to the right and left ischium pressure ulcers sometime in (B)(6) 2017. The dressing was changed daily by her husband or home health nurse. The peri-wound skin was cleaned with medline skintegrity wound cleanser. Aquacel ag extra was applied, then covered with gauze and secured with self-adhesive roll dressing. End user developed cellulitis (i.e., red, weepy, edematous skin) surrounding the wounds which then spread to entire body up to her mouth. It was reported that the end user experienced frothing at the mouth at this time and the wound bed developed eschar. A wound culture was taken and end user was started on prescription bactrim. The end user feels the cellulitis and other symptoms are a result of an allergic reaction to the aquacel ag extra however it is not known if the doctor provided the same diagnosis. It was also reported that the end user at first did not think the product was the cause of the allergic reaction but at the beginning of (B)(6) 2017 the aquacel ag extra was discontinued. It was noted that the end user returned to using the previous dressing dakins solution and the issue was resolved completely within 2 days. The skin is now fleshtone and not edematous or weepy and the wound bed is pink. The end user was advised to discontinue the use of aquacel ag extra. No further information has been provided.

Manufacturer narrative:
Correction to brand name from aquacel extra to aquacel ag extra. No additional patient/event information has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).